Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited high out of range pacing impedance measurements and increased threshold measurements due to a subclavian crush lead fracture. The fracture was confirmed via x-ray. Subsequently a procedure was performed where the lead was surgically abandoned. No additional adverse patient effects were reported.